Event description:
It was reported that the patient presented to the emergency department due to presyncope. Upon interrogation it was determined that therapy was inappropriately withheld for an episode ventricular tachycardia (vt) that the extravascular implantable cardioverter defibrillator (ev-ICD) classified as supra ventricular tachycardia (svt)/rapid atrial fibrillation (af). Additionally, episodes of undersensing and p-wave oversensing were observed on the extravascular (ev) lead. The wavelet template was updated and sensing vector reprogrammed. A repeat defibrillation threshold test was done with the new sensing vector and 1 beat of dropout was observed. The vector was changed back to original setting. It was also noted that undersensing of a premature ventricular contractions (pvc) the patient was frequently having while in sinus rhythm pre and post dfts. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 serial# (B)(6) implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.